Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 417 mg/dl. Troubleshooting identified a sensor expired alert. The user started a new sensor and glucose later returned to range. No symptoms or medical intervention were reported.